Manufacturer narrative:
Concomitant medical products: medical product: model 3186, scs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-04833. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the system was explanted.

Event description:
Related manufacturer report number: 1627487-2019-04833.